Event description:
Customer reported system would not boot up and error messages are displayed on both screens. No pt involved.

Manufacturer narrative:
Service rep inspected unit found bad cpu. Part ordered and replaced. System back in service.